Manufacturer narrative:
(B)(4). The actual device was returned with the cannula cap detached from the cannula tabs and was evaluated. No more damages were noted during visual examination. The device was functionally tested and it worked as intended. It is possible that the cannula cap detached due to excessive forces applied to the device during use.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent hernia repair on (B)(6) 2015 and absorbable straps were used. During the procedure, the tip of the device fell off and into the patient. The tip was immediately recovered. The procedure was completed using a like device. There were no adverse patient consequences reported.